Event description:
It was reported that during patient use, the quick access ''help'' button was inadvertently activated when the end user was wiping the touchscreen with a cleaning solution. The user was unable to deactivate the button. The ''help'' button remained lit throughout the remainder of ventilator use while on the patient. The ventilator''s graphic user interface and breath delivery unit continued to function and ventilate as intended. The patient was stable with no harm and made gradual recovery until weaned from the ventilator.